Manufacturer narrative:
The customer has requested that the reportedly malfunctioning tube cooler be held for a third party evaluation, and has not released the part to siemens for investigation at this time. The investigation is on-going. When additional information is received, siemens will provide an update.

Event description:
It was reported to siemens through the complaint process that an x-ray tube chiller associated with an artis zeego unit allegedly failed during an exam with a patient on the table. A portable c-arm was reportedly brought into the room to finish the exam and the patient later died. Siemens' service reports that the alleged malfunctioning part has been replaced at the site. At this time, siemens has no information to suggest that the reported death was associated with the siemens device.